Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups by telephone and in writing in an attempt to obtain additional information on the reported event; however, no additional information was obtained. The most likely cause of the reported ceramic tip breakage could be attributed to the operator's technique. The instruction manual states, ¿visually inspect the sheath¿s ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip of the device broke off inside the patient's bladder. It is unknown if the device fragment was retrieved and if the procedure was completed. There was no patient injury reported.